Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and self test. Pump fails the sleep current test. Successfully downloaded history files and traces using thus. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. All buttons were tested individually for their functionality; no damage to keypad traces and j1 connector on pcba 1 was not unlocked during visual inspection. The following alarm/alerts were noted on event date: pump error 4 on (B)(6) 2023 08:00:12.000, pump error 63 variable 21 on (B)(6) 2023 08:00:12.000, pump error 53 on (B)(6) 2023 08:25:53.000, pump error 68 on (B)(6) 2023 08:00:14.000, pump error 49 on (B)(6) 2023 08:00:14.000, pump error 23 on (B)(6) 2023 08:01:47.000. Confirmed pump error 63 variable 21 (filenumber = 2005 linenumber = 9926) due to hardware error, isolated to electronic stack. Pump error 4 was a consequence of pump error 63. Pump error 53 (filenumber = 2005 linenumber = 5632) confirmed due to software error. The following power alarms/alerts noted in downloaded history on event date:replace battery alert [73] on (B)(6) 2023 08:14:00.000, replace battery now alarm [11] on (B)(6) 2023 08:28:00.000, power loss alarm [6] on (B)(6) 2023 08:29:21.000 and battery failed alarm [58] on (B)(6) 2023 08:22:05.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, force sensor, motor, and harness assembly vibrator connector. Unable to perform force sensor zero offset due to moisture damage on force sensor connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, faded serial number label, and faded end cap address label. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. Unresponsive keypad was unconfirmed during functional testing. No stuck button alarms noted during testing. Cosmetic damage was confirmed. Pump error 63 confirmed due to hardware error, isolated to electronic stack. Pump error 4 was a consequence of pump error 63. Pump error 54 confirmed due to software anomaly. No pump error 68, or pump error 49, or pump error 23 noted during analysis. Pump error 68, pump error 49, and pump error 23 not confirmed. Exposure to moisture confirmed on pcba 1, force sensor, motor, and harness assembly vibrator connector. Sleep current anomaly confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a insulin pump had a open book image. Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. The customer also reported that the stuck button alarm and the pump was exposed to moisture. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and revert to the backup plan as per health care professional instructions. The insulin pump will be returned for analysis.